Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bottom bumper required replacement. The field service engineer (fse) cleaned blood contamination from the affected areas. Gloves were worn, and germicidal wipes were used along with screwdriver tips to remove blood from between the chassis lip and the rubber bumper. The screwdriver was moved back and forth along the bumper length to ensure thorough cleaning. The caster assembly was also cleaned with wipes until all visible blood was removed. The repair was verified by visual inspection, and before-and-after pictures were documented. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es blood was spilled during the bottom bumper replacement procedure. However, there were no delays or adverse events or injuries reported based on this event.